Event description:
Boston scientific received information that a physician told a field representative at a conference that there were four or five instances where the df-4 lead did not fit into the medtronic evia header. No further information was available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.